Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a cystourethroscopy, transvaginal urethrolysis with excision of sling on (B)(6) 2008, due to eroded mesh and vaginal pain. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed incontinence, nocturia, urinary frequency, urinary urgency, vaginal discharge and dysuria. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient experienced a recurrence of extreme pain, bladder pain, constant infection, erosion, urinary problems, bleeding, dyspareunia, neuromuscular problems, and depression/anxiety /grief. The patient has undergone surgeries and revisionary procedures. On (B)(6) 2009, the patient underwent an explant of mesh due to vaginal pain. On (B)(6) 2012, the patient underwent a procedure with an interstim neurostimulating implant for urinary frequency. No additional information was provided. (B)(4) - urinary problems; neuromuscular problems.